Manufacturer narrative:
A review of product historical data for any trends and all customer complaints received for this issue did not identify any trends or additional similar complaints. Labeling associated with the issue the customer was troubleshooting at the time of the exposure was reviewed. The operator's manual provides probable cause (s) and corrective action (s) for error 0843 rbc diluent syringe overpressure. It was noted that the procedure does not require the operator to take the pressure sensor tube off or remove any tubing. Additionally, labeling contains sufficient information addressing the need for the operator to wear protection. Based on the available information, no systemic issue or deficiency of the cell-dyn ruby analyzer or diluent sheath was identified. Use error may have contributed to the customer's issue as the operator did not wear personal protective equipment and did not follow the cell-dyn ruby operator's manual.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported an exposure/splash to the face during troubleshooting on (B)(6) 2019 to the cd ruby analyzer. During removal of the pressure sensor tube, liquid splashed in the customer's face. The customer was not wearing protective glasses at the time and it is unknown if the liquid went into the eyes. The customer did not receive any medical intervention or treatment due to the splash in the face.